Event description:
Event date: 2023-12-22: device appears to be undersensing on atrial lead during atrial arrhythmias. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).